Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported failure to advance and subsequent treatment appear to be related to operational context. It was reported that the graftmaster was attempted to be used; however, failed to cross the lesion. It is likely that the interaction with the heavily calcified and tortuous lesion contributed to the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left circumflex coronary artery. A 3.5x19mm graftmaster was attempted to be used; however, the grafmaster failed to cross the lesion. Therefore, the device was simply removed and the lesion was treated via surgery instead of stenting. There were no adverse patient sequela nor clinical delay. No additional information was provided.

Manufacturer narrative:
H11: subsequent to filing initial report, update to b5 - event details, to reflect use of the graftmaster was for treatment of the perforation.

Event description:
Subsequent to filing the initial report, update to event details: it was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left circumflex coronary artery. A 3.5x19mm graftmaster was attempted to be used; however, the graftmaster failed to cross the lesion to treat a perforation. Therefore, the device was simply removed and the lesion was treated via surgery instead of stenting. There were no adverse patient sequela nor clinical delay. No additional information was provided.